Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involved and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Additional information: e1(event site telephone: (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient involvement and no adverse event is reported. A getinge field service engineer (fse) evaluated the unit and rsolved the issue by replacing o-ring,buna-n 1-008 n70, knob he tank valve. Fse then performed full preventive maintenance and passed safety and functionality tests and cleared the unit for clinical use.